Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and opening. Leak test was performed and found opening on anterior/posterior. A microscopic analysis was performed which identify opening sharp in the diaphragm valve and punctured in the posterior side.the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on diaphragm valve assessed as to unidentified (tear) opening, a puncture opening on anterior due to surgical damage like. Additional, changed, and/or corrected data: b.5., d.6b., d.9. H.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflated/rupture".

Event description:
Healthcare professional reported right side"deflated/rupture". Device remains implanted.